Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was around 500 mg/dl at the time of incident. The customer stated that she treated her high blood glucose with the insulin pump. The customer stated that she lost her serter for her infusion set and was wondering if she was inserting the infusion set correctly. The customer declined to troubleshoot for the issues. The insulin pump will not be returned for analysis.